Event description:
It was reported that the customer had the pump stuck on the time/date setup. Customer stated that the pump reset and the screen was blank. Customer was advised to disconnect and to press the act button. Customer was able to set up the time and date. Customer was able to complete the prime process. Customer stated that she did not use the pump yesterday at all. Customer's alarm history was reviewed and the customer only received a low reservoir alarm repeatedly. The battery was not taken out of the pump. Customer was assisted in running the self test and it passed. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.